Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, and self-test. However, constant pump error 43 alarms noted during bolus due to corroded motor home switch. Unit successfully downloaded to thump. Verified pump alarmed 5 pump error 43 alarms between on 08/07/2023 between 18:58:29.000 and 21:46:00.000 in pump downloaded history. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 43 alarms. Verified in the pump history download the pump alarmed 29 pump error 130 alarms between on 08/07/2023 between 18:54:12.000 and 21:43:09.000 due to corroded motor home switch. Confirmed the pump alarmed pump error 23 on 08/07/2023 21:57:04.000 in the history files. These alerts are expected and occur during normal pump operation. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-test due to frozen display anomaly. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, and peeling serial number label. The p-cap/reservoir does lock properly. Was unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 43 alarms. Confirmed the pump alarmed normal pump error 23 on in the history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that, customer received pump error 23. No harm requiring medical intervention was reported. Troubleshooting was performed and customer able to clear pump error alarm, however unable to complete rewind test. The device will be discontinued from the use and insulin pump will be returned for analysis.